Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced fluctuations with a blood glucose ranging from 46 to 180 mg/dl. The user was able to treat the low blood glucose by taking a glucose tablet without assistance from a caregiver. The high was addressed by reconnecting the sensor to the pump. No emergency medical services or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.